Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned unit was an unopened representative sample in its original packaging. The actual sample was not returned. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 40 staples remaining in the cover block. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was properly released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad without re-opening. The reported complaint of "misfire/jamming - staples not firing" could not be confirmed. An unopened representative sample was returned in place of the actual sample that resulted in the complaint issue. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the staple jammed and didn't come out from the stapler during use. Therefore, the user replaced the stapler with a new one to complete the procedure. The same issue occurred with two staplers. No staple fell/remained in the patient and no injury to the patient was reported"..

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the staple jammed and didn't come out from the stapler during use. Therefore, the user replaced the stapler with a new one to complete the procedure. The same issue occurred with two staplers. No staple fell/remained in the patient and no injury to the patient was reported".